Event description:
The initial attorney report alleged pain and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 1998 - the patient underwent implant of a "marlex mesh." On (B)(6) 2001 - the patient underwent excision of "marlex mesh" and implant of composix mesh. On (B)(6) 2003 - the patient underwent exploratory laparotomy, lysis of adhesions, partial omentectomy and repair of recurrent ventral hernia with composix e/x mesh. From (B)(6) 2003 - (B)(6) 2003 - office visits, the patient developed a postop seroma which became infected. On (B)(6) 2003 - the patient underwent a CT guided abscess drainage. From (B)(6) 2003 - (B)(6) 2003 - office visits, patient continues to follow-up for abdominal wound and possible infected composix e/x mesh. From (B)(6) 2003 - (B)(6) 2003 - hospital admission for infected abdominal meshes. On (B)(6) 2003 - the patient underwent excision of infected composix mesh and composix e/x mesh, lysis of adhesions and repair of abdominal wall defect with non-bard mesh.

Manufacturer narrative:
Medical records provided did not indicate why the "marlex mesh" was explanted. No sample has been returned for evaluation and no product identifiers were received therefore, no DHR or sterilization review could be performed. Based on information provided, no conclusions could be drawn. See MDR 1213643-2012-00137 for information related to the composix mesh implanted on (B)(6) 2001. See MDR 1213643-2012-00140 for information related to the composix e/x mesh implanted on (B)(6) 2003.